Event description:
Patient had thr done 16yrs ago ( no dos was given). He was doing well but recently developed groin pain. The cup was removed and a new one was inserted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 58 vitalock cup solid back. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.